Event description:
It was reported that the coblator ii surgery system was taken out of service because a burning smell was noted while powering the unit on. No pt involvement was reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.